Event description:
It was reported by service report that the side rails could not be latched in the raised position; head end cover was broken with exposed sharp edges. There was no pt involvement or adverse consequences reported.